Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated device and a vela suprarenal aortic extension. Upon follow-up, computed tomography revealed stent collapse in the distal neck of the graft. Patient is not symptomatic. Patient will be scheduled for the secondary procedure.